Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 108" and "bridge test failed" messages. Complainant indicated that there was no patient involvement in the reported malfunction.